Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device used for treatment, not diagnosis date of event: literature citation: uzen, metin and et. Al (2009). ¿long-term radiographic complications following treatment of unstable intertrochanteric femoral fractures with the proximal femoral nail and effects on functional results.¿ acta orthop traumatol turc 2009 43 (6):457-463 istanbul article. This report is for unknown screw, unknown quantity, unknown lot for proximal femoral nail antirotation system (pfna) UDI: unknown part number, UDI is unavailable. (B)(4). The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided.

Event description:
This report is being filed after the subsequent review of the following journal article, uzen, metin and et. Al (2009). ¿long-term radiographic complications following treatment of unstable intertrochanteric femoral fractures with the proximal femoral nail and effects on functional results.¿ acta orthop traumatol turc 2009 43 (6):457-463 istanbul article. The article was based on a study of complications of 35 patients (23 women and 12 men) who sustained unstable intertrochanteric hip fractures and were treated with proximal femoral nail antirotation system (pfna). Patients were evaluated clinically and radiographically and complications were recorded. Approx 1 patient identified during study as (B)(6) female with cut-out of screw revised to bipolar prothesis. This report is for an unknown screw component for proximal femoral nail antirotation system (pfna)